Event description:
During an investigative colonoscopy exam, the physician used a cook instinct plus endoscopic clipping device. It was reported that the physician requested the opening of a clip to seal a bleed in the colon and achieve local hemostasis. After using the clip, one unit got stuck in the catheter, having to be asked to open another, which fired properly. The clip opened and closed when the handle was handled, however, at the time of firing, it was stuck and "hard", not releasing after apprehension. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. The first picture provided shows the device in a coiled position on top of the pouch, and the clip is closed. The second picture shows the device in a coiled position on top of the pouch, and the clip is in the open position. The complete lot number is not visible in either picture but based on the partial lot and exp/mfg date the pouch is not from the lot # associated with this report. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos could not confirm the report, and we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first picture provided shows the device in a coiled position on top of the pouch, and the clip is closed. The second picture shows the device in a coiled position on top of the pouch, and the clip is in the open position. The complete lot number is not visible in either picture but based on the partial lot and exp/mfg date the pouch is not from the lot # associated with this report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos could not confirm the report, and we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an investigative colonoscopy exam, the physician used a cook instinct plus endoscopic clipping device. It was reported that the physician requested the opening of a clip to seal a bleed in the colon and achieve local hemostasis. After using the clip, one unit got stuck in the catheter, having to be asked to open another, which fired properly. The clip opened and closed when the handle was handled, however, at the time of firing, it was stuck and "hard", not releasing after apprehension. The clip was able to be reopened to remove it from tissue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.